Event description:
During a follow-up in clinic, episodes of oversensing due to myopotentials were noted on the device. No intervention was performed. The patient was stable and will continue to be monitored.